Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 clarifier- incorrect anatomy. Attachment: article titled, "the disappearing act: case of a migrating left renal vein stent".

Event description:
It was reported that the procedure was to treat nutcracker syndrome (ns) in the left renal vein (lrv). The 9x39mm omni link elite stent was implanted in the lrv to treat patient. 1 day post procedure the stent was confirmed to be properly positioned. Approximately 6 months post stent implantation the patient began experiencing sharp intermittent pain. Testing was done and microscopic hematuria was noted. Therefore, tomography was performed of the abdomen and pelvis which revealed a right adnexal cystic structure and the lrv was noted to be compressed and the stent was no longer in the vein. A pelvic ultrasound was obtained and confirmed a hemorrhagic cyst. A chest radiograph and CT angiogram were ordered and the stent was shown to have migrated in the left interlobar pulmonary artery. Therefore, a heparin infusion was initiated. The patient was transferred to a tertiary care facility where the stent was attempted to be removed with balloon manipulation; however, the stent was embedded in the vessel wall. Therefore, balloon angioplasty was performed with 10, 12 and 14mm balloons. The patient was discharged on dual antiplatelet therapy with a recommended follow-up in 3 months for a cta of the chest to confirm patency. Additional information can be found in the attached article, "the disappearing act: case of a migrating left renal vein stent". No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the corrective and preventive actions (CAPA) database for the reported product was performed and revealed no complaint assessment capas. Production record and similar incident query reviews were not performed because the part and lot numbers were not reported, and the product was not returned for analysis. It was reported that the procedure was to treat nutcracker syndrome (ns) in the left renal vein (lrv). It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported stent migration could not be determined; however, the subsequent device embedded in tissue or plaque, medication required and unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects of pain and hemorrhage, and the relationship to the product, if any, cannot be determined. The reported patient effects of pain and hemorrhage are listed in the omnilink elite® vascular balloon-expandable stent system IFU as known patient effects of coronary stenting procedures. Factors that may contribute to stent migration include, but are not limited to, patient anatomical morphology, patient disease state, non-uniform or partial stent apposition or under-sizing of the vessel. Based on the information provided and without the device to examine, a definitive cause for the reported stent migration cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.